Manufacturer narrative:
Olympus followed up with the user facility to obtain additional details. Per the user facility, towards the end of a diagnostic colonoscopy, when the scope was near the sigmoid rectal area, the monitor screen whited out on edges and then went completely white. The user turned off all the equipment on the cart. When all the equipment was turned back on, the screen remained white,. The procedure was stopped. There was no pt injury. The staff tried to re-create the end of the procedure but could not visualize the rectum. The pt was scheduled for surgery later that day and the colonoscopy procedure was completed. The device was returned to olympus for eval. The eval confirmed the user's experience. The device had a flickering image. In addition the device had the following non-olympus parts; distal end cover, the insertion tube, and the electronic connector pins. There were repairs done on the bending cover glue and electronic connector pin assembly. In addition, the device had a crack on the light guide lens and deep scratches on the distal end cover around the channel opening. The phenomenon was attributed to non-olympus parts and repairs. The device was refurbished. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was notified that the monitored whited out during procedure.